Manufacturer narrative:
(B)(4). Batch # u5a67c. Investigation summary: the analysis found that one psee60a device was returned with no apparent damage and with a gst60g cartridge reload loaded on the device. The cartridge was received fully fired with the pan detached from the cartridge. The device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples met the staple release criteria. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformance were identified. It is also possible that handling by the customer could dislodge the pan. Dislodging as a result of the removal of the cartridge from the device is the most likely scenario. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment.

Event description:
It was reported that during a laparoscopic distal gastrectomy, it was too hard to remove the cartridge from the device at the second firing on the stomach. The cartridge color was blue. Another device was used to complete the case. There were no adverse consequences to the patient. No further information is available.